Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold vaginal support system, as the physician went to remove the sleeve of the first leg assembly from the mesh, the sleeve broke into two pieces. The sleeve pieces, which reportedly broke above the tack weld, fell loose inside the patient. Then, as the physician went to remove the sleeve of the second leg assembly from the mesh, the sleeve from that leg broke into three pieces. The sleeve from the second leg assembly reportedly broke both above and below the tack weld and also fell loose inside the patient. The physician initially tried to remove the detached sleeve pieces using forceps, and ultimately was able to locate and retrieve all pieces using a hysteroscope with a working channel and a grasper. The physician was able to complete the procedure with this device with no complications to the patient, who was reportedly fine at the conclusion of the procedure.